Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 7672441 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 7672441 sn: (B)(4). Mentor also became aware that the patient also experienced capsular contracture baker grade unknown post-operatively. Mentor also became aware that the concomitant device was: 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 5700896 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow and brown material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. A manufacturing record evaluation (mre) of lot number 6929967 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 275cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.